Event description:
A physician attempted arteriotomy closure in the left femoral artery using the starclose device after an unknown procedure. The starclose device deployed, but hemostasis was not achieved. A film showed the starclose clip "flapping inside the vessel". The starclose clip was removed in surgery. The patient was discharged a few days later and is reportedly fine.

Manufacturer narrative:
The device was returned and there was not lot information. We were not able to perform device inspection or device history record review in this case.